Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that they need a referral to a doctor in their area that will take their ins out and possibly put another one in. Patient stated that their device is out of date and poisoning their system. Agent provided physician information to the patient as the patient did not have an email. Additional information was received from the patient. Patient called back and said received a letter from manufacturer. 1) information about the device or procedure that is poisoning their system. Patient said that was a comment that a nurse at the hospital told patient, that the longer the device is in patient's body the more it is poisoning patient's body. 2) explain how? Patient didn't answer said that every time drinks, can't pee and has to use a catheter. 3) asked, patient said depends on what you are asking. Patient said when to the hospital in july for pneumonia and was discharged (B)(6) 2024. Patient said received medication when was discharged. 4) actions to resolve? Patient is trying to find a new managing physician to schedule a consultation. 5) asked, unknown. Patient said device never worked. Patient said needs MRI of knee and asked about never model of implant. Reviewed general information. Patient asked, how long current system will last. Reviewed information. Patient decided wanted to connect to implant. Patient went to find equipment. Patient connected, and based on patient's description, sounds like patient received the low ins screen. Patient was redirected to provide update to managing hcp.